Event description:
It was reported that a malfunction occurred on the pump, with malfunction code 12 being displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer continued to use the pump and was instructed to call back if the malfunction code reappears.